Event description:
A report was received that the pt was experiencing pain at the battery site and that the stimulation was aggravating her hernia in her groin. The pt was reprogrammed which resolved the groin discomfort. The pt's medication was altered to address the pre-existing medical condition. The pt continued to experience pain at the ipg site and was prescribed topical cream. The pt has now been scheduled to have the entire system explanted.